Event description:
User facility mandatory medwatch received that stated, "during physical therapy of pt by therapist, right lower extremity PICC line became severed at the t connector and infant began to bleed from tubing break. Pt alert bedside nurse who immediately responded held pressure over insertion site and replaced damage tubing with new sterile tubing filled with normal saline. PICC flushed well with 10 ml syringe of normal saline. Line secured, infant calmed and allowed to rest/recover then entire dressing removed per PICC team rn, site cleaned and sterile occlusive dressing reapplied. Md notified of incident, no new orders obtained". Upon further query the following info was provided that indicated device breakage subsequently, blood loss was noted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info. Hospira is continuing to investigate.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It is not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.